Manufacturer narrative:
Although requested, the device was not returned for evaluation and additional information was not provided. A review of device history record (DHR) did not find any non-conformities or anomalies related to the reported event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined; however, it is noteworthy to mention the injector used is not validated for use with this iol.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation. On march 26, 2021, bausch + lomb received an email from (B)(6) notifying the company that the report initially submitted on 03/04/2021 failed in the emdr system with an error due to the presence of the ¿}¿ character as part of the c-code value. There was no ack3 error message which notifies the company that the submission was rejected due to the character. The special character (¿}¿) has been removed and this report is being resubmitted.

Event description:
(B)(6). Reportedly, an intraocular lens was implanted and due to a post-capsular tear which was discovered after lens implantation, it was removed. Incision was enlarged and lens was removed from the eye. A different model lens was implanted. Additional information has been requested.